Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results when compared to the physician's results with same meter but different strips. Results as follows: date (B)(6) 2013, pt inratio inr 1.0, physician inratio inr 2.2. The time between testing was within one hour. Therapeutic range was not provided for the pt. The lot number of the physician's strips was not provided. There was no reported adverse pt sequela. There was no add'l info provided.